Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 17 months ago. Vessel morphology at the time of implant was not reported. It was reported that the patient returned for a one year follow-up appointment, with no known issues (asymptomatic). A recent CT scan demonstrated that there was a pseudoaneurysm near the proximal ostium of the renal artery in the area of the anchoring pin on the apex of the bare spring. There are no plans to treat the patient and the physician will continue to monitor the patient. The physician stated that the cause of the pseudoaneurysm is unknown. The patient is being monitored by the physician. No additional clinical sequelae were reported and the patient is fine. The exact date of the event is unknown. The evaluation of the returned films has been completed. The post-implant films showed that two of the suprarenal stent apices appear to be located within the orifice of the right renal artery. The aortic diameter at this location is approximately 22 x 28mm. The stent graft fabric begins just below the lowest left renal. The ipsilateral limb was placed on the right side. No stent graft issues are seen. Post-implant films show that the diameter of the aorta near the suprarenal stent is approximately 23 x 44mm; the reported location of the pseudoaneurysm. The suprarenal stents apices, near the right renal, are farther apart as compared to the previous study. No flow into the right renal could be seen. No endoleak or other stent graft issue is seen. The cause of the pseudoaneurysm could not be determined. Exact date of implant is unknown, sometime in 2011.

Manufacturer narrative:
(B)(4). Evaluation, methods: (films). Evaluation, results: inherent risk of procedure ( pseudoaneurysm); (insufficient information; cause is unknown). Evaluation, conclusions: (insufficient information; cause is unknown).